Manufacturer narrative:
This product is being evaluated in our post market quality assurance laboratory. This report will be updated when evaluation is complete.

Event description:
This supplemental report is being filed to update the device codes and additional manufacturing narrative.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The 3191 code was utilized due to the surgery that occurred.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this system was explanted due to out of range pacing impedance measurements which were greater than 2000 ohms on the right ventricular (rv) channel. Impedance was 2100 ohms during implant testing and increased to 2500 ohms one day post implant. Therefore, a revision procedure was performed. Lead dislodgement was suspected; however, visual inspection of the lead identified a potential fracture. A replacement device and lead were implanted. No additional adverse patient effects were reported.